Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted november 17, 2017.

Event description:
Per the clinic, it was reported that the patient experienced a performance decrement with device use. Reprograming attempts were made; however, the issue could not be resolved. The implanted device remains insitu. It is unknown whether there are plans to explant the device, as of the date of this report.